Event description:
Procedure type: laminectomy. According to the reporter: the pt experienced a sudden pop, and it was discovered that the wound has detached with the sutures broken completely down to the cervical spine. The pt remained afebrile and there was no apparent purulence. Closed wound, initial surgery suture failure.

Manufacturer narrative:
(B)(4).